Event description:
Medtronic received information that this bioprosthetic valve, implanted two years, was explanted due to a mean gradient of 35 mm/hg. It was reported that the patient had a history of endocarditis and is on chronic hemodialysis. The valve was replaced with a mechanical with no adverse patient effects were reported.

Manufacturer narrative:
Analysis: no product was returned. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.